Manufacturer narrative:
The device was returned for analysis. The reported premature activation was unable to be replicated in a testing environment due to the condition of the returned device (stent was released when the physician tried again outside the body). Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that inadvertent mishandling while unpackaging the device/removal from the tray resulted in the noted kinked sheath causing the distal sheath to slightly retract from the base of the tip and inadvertently prematurely activate/deploy the stent. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that after the 6 x 40 mm absolute pro self expanding stent system (sess) was removed from the packaging and then rinsed, a small part of the stent was noted to have prematurely exposed (not flowered) from the delivery sheath. Therefore, the sess was not used in the procedure. Another 6 x 40 mm absolute pro stent was used to continue the procedure. There was no patient involvement and no clinically significant delay reported in the procedure. No additional information was provided.